Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent, tissue and blood visible inside helix.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead helix would not deploy after the physician had relocated the lead. The lead was removed and a different lead was utilized without incident. No patient complications have been reported as a result of this event.